Manufacturer narrative:
Siemens has completed an investigation of the reported event. The system components are located in the control room and maintenance activities are performed by trained service engineers. Therefore, this event does not present a risk of injury to a patient or user.

Event description:
It was reported that a siemens employee was injured while servicing the somatom definition flash system. While troubleshooting in the pdc a, the f1 breaker was tripped. The engineer was touching the incoming cables and received a shock across his chest. The engineer was evaluated in the ER and then discharged without any restrictions.